Manufacturer narrative:
The investigation of the returned device has been completed by the failure analysis lab on 3/5/2019. Device evaluation summary: it was reported that a 56-year-old hispanic female underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses and bilateral deflation was diagnosed by a physican post procedure. Upon receipt by mentor the device contained no fluid. White material was observed within the device. During evaluation a rent was observed on the anterior aspect measuring approximately 6.1 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striation is more conclusive to sharp instrument damage rather than shell failure due to wear. At this time is not possible to determine the origin of the white material observed. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 5701518 l number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses and bilateral deflation was diagnosed by a physician post procedure. As a result, bilateral prosthesis replacement with mentor smooth round high profile 460cc saline prostheses was performed on (B)(6) 2019. See 1645337-2019-08557 for contralateral prosthesis report.